Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and corrected reports were issued. The cause of this event is unknown.

Event description:
The customer reported discrepant ionized calcium results between two rl 1265 instruments. There was no report of injury due to this event.